Manufacturer narrative:
Concomitant medical products:other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that the depth stop point on the system was inaccurate. The surgeon stated that the depth stop point was measured at 119 mm, 5mm past the intended target. The rep confirmed the surgeon wanted to measure the depth stop point from the middle of the cutting window. It was reported that the probable cause was that the depth stop point is measured from the tip of the instrument to the top of the cutting window, which measures 10mm. Thus 5mm measures the middle of the cutting window. The depth stop point of 119mm was likely measured from the middle of the cutting window therefore accounting for the "extra" 5mm measured whilst navigating. There was no patient impact and less than an hour of delay.

Manufacturer narrative:
Additional information: section a h3, h6: a medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. H3, h6: a software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient I nformation in order to determine the root cause of the issue. Fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that the likely cause of the issue was that the depth stop moved when the surgeon tried to tighten the white screw. The screw had fallen off the needle depth stop. The surgeon attempted to put it back on and it likely moved the depth stop. Another biopsy was performed on a later day with the same system setup and no issues occurred.